Event description:
Damage to the pump housing and usb port, impacting the customer's ability to charge the pump, was reported. There was no adverse impact to the customer's blood glucose level. Technical support arranged for a replacement pump to be sent, and the customer was instructed to return the damaged pump within 10 days. The customer understood the need to program their pump settings into the replacement pump and connect their continuous glucose monitor to it.